Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) lead exhibited high impedance measurement despite multiple attempts of re-positioning the lead. The physician elected to remove and replace the lv lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported, event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts. And found, no other anomalies with the exception to procedural damage.